Manufacturer narrative:
(B)(4). Actual occurrence date is unknown but was reported to be a couple of weeks prior to the aware date. The manufactured range was: 10/27/2013 to 10/31/2013. A review of all batch record documents was conducted for lot number gd895771 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted. Same event as (B)(4).

Event description:
It was reported that the iodine of the minicap appeared to be dried up. The hp stated the sponge was yellow and did not appear orange-red as they were used to seeing. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 6.